Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure and pacemaker syndrome. The patient exhibited symptoms of edema of the lower limbs, dyspnea, and evolution of n-terminal pro b-type natriuretic peptide (nt-probnp). Medication treatment was provided. The leadless implantable pulse generator (ipg) device remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.